Event description:
The pump was returned for investigation. Investigation revealed the battery compartment is cracked. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: investigators confirmed moisture ingress. There was corrosion in the battery compartment. The battery compartment was cracked. Investigators were unable to confirm damaged battery cap. The battery cap width and height were within specifications.